Event description:
Medtronic received information that this bioprosthetic valve, implanted 38 months, was explanted due to stenosis and episodes of syncope, it was reported that at explant, thrombus and pannus were identified on the valve along with generative changes.

Manufacturer narrative:
Evaluation method: other - device history reviewed. Results: other - device history review found the product met specifications when released for distribution. Conclusion: other - cause of event related to patient condition. Analysis: upon receipt of medtronic's quality laboratory, all leaflets were extremely stiff, due to host tissue on the outflow, except along the free margin of the left and right cusps. The free margin and part of the lunula of all cusps were folded back onto the host tissue that filled the outflow. All commissures were intact. Glistening off-white pannus on the tissue and base stitching adjacent to the non-coronary cusp extended along the inflow margin of attachment, into all inferior coaptive areas and 1 to 3 mm onto all cusps, significantly reducing the inflow orifice area. Remnants of pannus remained attached to the outflow edge of the sewing ring. Tan or brown thrombotic host tissue filled and stiffened all leaflets on the outflow. Radiography showed a trace of mineralization in the non-coronary left and left right commissures. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specifications for product released to distribution. Reduced performance of the valve is attributed to host tissue overgrowth on the valve. These findings are generally considered a patient related condition.